Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of (B)(6) immunoassay results for 1 patient on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. On (B)(6) 2018 the (B)(6) result was (B)(6) on the e170 modular serial number (B)(4). On (B)(6) 2018 on a different e170 modular serial number (B)(4), the initial (B)(6) result using the same sample was (B)(6) and the repeat result on a different line was (B)(6). On (B)(6) 2018 the (B)(6) result using the same sample was (B)(6) with the abbott alinity method. The unit of measure was not provided. The (B)(6) result of (B)(6) was considered correct. The calibration, qc, and performance testing were acceptable. The customer did not control the humidity in the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The customer provided a sample for testing. The investigation determined the patient sample is reactive. A general reagent issue can be excluded. The provided alarm trace does not contain a significant alarm at the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.